Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer failed and would not open. This issue occurred with the first drawer. A recovery attempt was performed; however, the drawer continued to click three times and did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed to open. A field service engineer opened the back of the unit and found 8-10 medication packs inside and noted that the clip was broken, replaced the clip and removed the medication packs. Customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.